Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel globules with the incident lot was observed. The customer samples were tested and gel globules were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel globules with the incident lot was observed. Additionally, testing of the customer samples was conducted and gel globules was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes that after the centrifugation there are partially gel globules in plasma, in the gel barrier there are a lot of erythrocytes. Cobas device system notifies about hemolized samples and sample needles are clogged. There were 30 occurrences.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes that after the centrifugation there are partially gel globules in plasma, in the gel barrier there are a lot of erythrocytes. Cobas device system notifies about hemolized samples and sample needles are clogged. There were 30 occurrences.